Manufacturer narrative:
DHR review results: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Event summary: it was reported that the patient is monitored due to metallosis approximately 3 years after implantation. Review of received data: the surgical report of implantation dated (B)(6) 2013 was returned. The report is very brief and do not contain any conspicuousness. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Root cause analysis: it is also possible that some scratches on the articulating surfaces occurred during implantation and could lead to unexpected high wear rate. Or due to 3rd body wear. It is also possible that wear rate increased due to malpositioning of the devices. However, neither x-rays nor devices were received; therefore the condition of the components is unknown. Wear measurement and deep surface analysis were not possible. Patient factors that may affect the performance of the components such as bone quality, bmi, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. However, all possible causes related to the issues reported are listed in dfmea. Conclusion summary: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprothesis". However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient was implanted a metasul taper liner, kk/40 on (B)(6) 2013 on the right side. Currently the patient is suffering from metallosis and is being monitored.